Event description:
Reporter indicated that a dell handheld computer would not charge even after several hours on the charger. The reporter could not turn on the handheld computer. Product has been returned to the manufacturer for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.